Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the control body corroded, the brand plate missing, the remote control buttons cut, the air/water nozzle loosened, the r/l lock knob hard to move, the u/d lock lever hard to move, and the u/d & r/l pulley wire ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).